Event description:
During the original procedure to implant the excluder bifurcated endoprosthesis the c arm burned out limiting the clinicians ability to confirm the distal seal through images. As a result, the distal seal was not achieved therefore the clinician decided to intervene 5 days post op and deploy add'l excluder devices to resolve the bilateral distal type I endoleaks. There was no allegation of product deficiency made by the clinician. The clinician does not believe this event to be product related but related to ancillary equipment used during the procedure.